Event description:
It was reported that during a da vinci-assisted surgical procedure the system had a non-recoverable fault 41014 during the procedure. The customer turned off/on the system, and the error code changed to 23. The technical support engineer (tse) instructed to execute the hard power cycle twice and reconnect the blue fiber cable, but error 23 still persisted. Tse explained that the defective master tool manipulator (mtm)-l on the console caused this issue. The customer verified that the system powered on with patient side cart (psc) and the vision side cart (vsc) only; error 23 disappeared. Customer confirmed the console was unable to be used, so the surgeon decided to convert the robotic procedure to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery. The fse resolved the issue by the mtm replacement after the procedure. No additional ports were placed. The patient tolerated the change and there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator left (mtml) and remote arm controller (rac). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the left master tool manipulator (mtm) and the remote arm controller (rac-11) board for failure analysis investigation. The units was analyzed and the informations was obtained: the mtm was analyzed, and the reported error was confirmed but not replicated. In the system logs, the error 23 was found indicating a hardware fault in the wheel communication, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the test logs were verified and error 23135 was triggered on axis 1. Additionally, the rac-11 was analyzed and the reported error was confirmed but not replicated. In the system logs, the error 23 was found indicating the fault confirming the fault occurred in the field. No issues related to the reported event were found during the visual inspection. The unit was installed onto a golden system where was triggered indicating fault on the rac-11. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles and sitting idle for 1hr. After testing completed cycles, a review of the system error logs did not identify any related error. The complaint was confirmed but not replicated based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. For the mtm, the probable root cause is attributed to electrical issues from the axis 1 motor and axis 1 hall sensor located within the mtm. For the rac-11 component, despite the confirmation of error 23 in the field, failure analysis did not replicate the error during testing on a golden system. The absence of error during testing suggests that the fault might be intermittent or related to conditions not replicated during the analysis.

Event description:
Refer to h11 for follow-up information.